Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00009. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 2 out of 9 reports that are being submitted as initial individual mdrs. Additional information: date of birth or age at time of event: unknown/no information sex: unknown/no information if implanted, give date: not applicable iol was not implanted. If explanted, give date: not applicable iol was not explanted. (B)(6). Device evaluation: visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position and locked as device required. Residues of lubricant material was observed on cartridge. The cartridge tip and tube were observed crack by the pushrod as its observed in the sample . The lens was also observed at the cartridge tip section. No other defect was observed to the device. It was too hard to remove the lens from the cartridge due the lens stuck in the cartridge. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as rod stiff could not be verified. However, the complaint issue reported as cartridge crack was verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the nurse pushed the plunger forward they noticed the preloaded lens was harder and slower to push forward compared to other preloaded lenses that did not present with any issue as all went well. The surgeon later tried to implant the lens and noticed that the tip of the plunger almost pushed thru the cartridge. The doctor stopped the implantation and opened a new lens which was successfully implanted. No further information is available.